Event description:
It was reported that a patient had an impella 5.5 pump implanted while awaiting heart transplant. Optical signal and suction alarms were present. The automated impella controller was replaced and patient remained on impella support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of optical signal issue and low pump flow has been completed. The impella device and data logs were received for investigation. Optical signal issue: data log review shows sensor drift begin 4 months into the case. The placement signa (ps) began to decrease and the user adjusted the ps multiple times. Approximately 230 hours after the ps began to drift, the ps went out of range. There was slight decrease in signal not reliable (snr) and contrast during this time, but gain and light remained fairly stable. There were also suction alarms after the ps began decreasing. These alarms were triggered due to the low ps caused by sensor wear. The product was returned cut at the catheter above the motor housing. There were no visual abnormalities with the sensor, but neither the optical parameters or the pump itself could not be tested or run since the product was returned cut. The root cause of the optical signal issue was most likely sensor wear since the ps downward trend matches the known data log pattern and also occurred at 4 months of support, which is beyond the intended design life of 60 days per design traceability matrix. Low pump flow: data log review confirmed suction alarms in february and march as reported. These alarms appeared to be triggering correctly. Without exact timeline of patient movement and repositioning, the cause of these alarms is unclear. The suction alarms on (B)(6) 2025 and later occurred at the same time as the decreasing ps from the sensor wear. These suction alarms were triggered due to the low ps caused by sensor wear. The product was returned cut, so it could not be run in the lab. There was a small amount of biomaterial under the impeller and a kink in the middle of the cannula. The root cause of the low pump flow was not determined since there are insufficient clinical details regarding the timeline of patient movement and repositioning related to the suction alarms. Product damage (cannula kink): the failure mode product damage (cannula kink) was added since a cannula kink was found on the returned product. It is unknown how or when the kink occurred. Clinical details mention some repositioning throughout the case. Data log review only shows suction alarms intermittently throughout the case. The kink was found on the returned product in the middle of the cannula. The root cause of the product damage (cannula kink) was not determined since insufficient clinical details provided regarding when/how the cannula kink occurred. D6b added d9 device returned to manufacturer date added h6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29835.